Manufacturer narrative:
Product performance engineering reviewed the incident information; however, there was no reported device malfunction and the product was not returned. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported patient effect of dissection is listed in the instructions for use, everolimus eluting coronary stent systems xience xpedition, as a known patient effect of coronary stenting procedures. A conclusive cause for the reported patient effects and the relationship to the product, if any, cannot be determined. Additionally, treatment appears to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that the patient presented with severe chest pain and angiogram showed a fully occluded mid right coronary artery (rca). The lesion was pre-dilated with a semi-compliant balloon and the 2.5x33 mm xience xpedition stent was implanted at 16 atmospheres (atm). Fluoroscopy after stenting showed a distal edge dissection. Another xience xpedition stent was used to cover the dissection. There were no adverse patient sequela. No additional information was provided.